Manufacturer narrative:
Approximate age of device- 2 years and 11 months. A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump stoppages and low speed operation events occurred while the patient's vad was connected to the mobile power unit (mpu). The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log files, and pump stoppages were confirmed. X-rays images submitted for review were unremarkable. On 19jun2018 the manufacturer¿s technical service representative performed a percutaneous lead (driveline) replacement. Review of an additional log file submitted on 20jun2018 revealed a pump stoppage on 20jun2018 post-driveline replacement. The customer confirmed that at the time of the event, the patient¿s vad system was connected to a normal patient cable. The patient was provided an ungrounded power module patient cable for use while on power module support and sent home with instructions to call if further alarms received. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the evaluation of the returned device confirmed the report of a potentially compromised driveline based on the evaluation. A distal end driveline replacement was performed by a manufacturer¿s technical service representative on (B)(6) 2018. Approximately 16 inches of the external portion/distal end percutaneous lead (driveline) was returned. Continuity and hipot testing were performed on the 16 inches distal end repair of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Following the repair, the patient continued to experience low-speed and pump stop events and was issued an ungrounded patient cable. Approximately 1 month later, the patient reported experiencing pump stop events while connected to batteries and their ungrounded patient cable. The decision was made to perform a pump exchange on (B)(6) 2018. The pump was returned with the driveline cut approximately 4 inches from the pump housing and the severed portion of driveline was not returned. Electrical continuity testing of the 4-inch pump end portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of the orange wire less than 1 inch from the pump housing. Further examination of the portion of driveline revealed a breach in each of the insulations of the black and red wires approximately 2.5 inches from the pump housing, at the terminus of the pump end bend relief. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the orange, black, and red wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit (mpu). The disruptions in the wires would have affected two out the three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or the ungrounded patient cable. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient continued to have further pump off and drive line disconnect alarms even after a driveline repair and being placed on an ungrounded patient cable. The patient underwent a pump exchange on (B)(6) 2018.